Manufacturer narrative:
H6: investigation summary customer returned (2) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked and the needle was bent. Both returned pen needles were examined and one sample exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining sample was tested and was able to expel properly without any observed defects. No DHR review can be carried out as lot number is unknown. Bd was able to confirm the customer¿s indicated failure. Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle was blocked and the needle was bent. Verbatim: needle blocked, needles bent".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog and needle bent. Investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked and the needle was bent. Both returned pen needles were examined and one sample exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining sample was tested and was able to expel properly without any observed defects. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter, "it was reported that the needle was blocked and the needle was bent." [Verbatim:] needle blocked, needles bent."